Manufacturer narrative:
(B)(4). Date sent: 10/22/2021. Upon review of the initial and additional information provided regarding this event, it was concluded that details would be reported on report number 3005075853-2021-06346. This report, 3005075853-2021-05116, is being considered not reportable as all details of the event to include video and photo submitted for investigation were reported on report number 3005075853-2021-06346.

Manufacturer narrative:
(B)(4). Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. According to the information received, the reported event for the device was: incomplete staple line, hemostasis controllable. This is an analysis for two videos and one photo submitted to ethicon endo-surgery for evaluation. Upon visual inspection of videos and pictures, the following was observed: the video shows an anvil in surgery in the closed position with tissue pressed, however, the anvil appears to be opened, also a black thread can see it. In addition, a considerable amount of blood can be observed. The video shows at mark 00.02 the device it is pulled out from the surgery, few b-formed staples can be appreciated at the video, at mark 00:09 a surgical device enter to cut a black thread the picture shows a white reload that appears to be an ecr fully fired, with several b-formed staples on the deck at the distal end. Based on the videos and photos reviewed, the event description cannot be confirmed. Hands on-device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the laparoscopic right lower lobectomy. The surgery transected inferior pulmonary vein with ecr45w and pse45a, after firing, noted that part of the vessel at one side of the proximal end was missing staples and resulting in bleeding. The blood loss was about 500ml. The suture was used to suture the vessel. The patient did not receive blood transfusion. The patient's health condition is stable. But the patient was suspected to have aids, so the reload could not be returned. The surgeon performed three times(1 pse45a + 3 ecr45w) firing in this surgery and another two times were good, as a result , healthy professor only complaint one ecr45w.